Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21270. It was reported the physician was unable to implant both scs leads during the trial procedure due to the presence of scar tissue. As a result, the procedure due to the presence of scar tissue. As a result, the procedure was abandoned and the leads were removed. Additionally, the pt developed a rash on her legs and abdomen a day after the procedure. It was reported the pt was given levaquin (antibiotic) during the procedure. According to the pt, the rash may be due to the antibiotic or sheath. The pt has a history of allergic reactions, but there was no known allergy to medications. The pt declined oral antibiotics. The pt is currently being treated with prednisone, and has a f/u appointment with the physician at a later date. F/u identified the pt has been taken off prednisone and started on another antibiotic. It was reported although the pt's rash is still present it is improving.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.